Manufacturer narrative:
Investigation summary: with a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high power alarms were noted on the left ventricular assist device (vad). The patient presented to the hospital with a device thrombus and hemolysis. The patient received lysis therapy resulting in a drop of pump parameters to within normal values and an improvement in the acoustic measurement. Over time there were numerous unusual output peaks on the lvad and additional lysis therapy was administered. A new rise in pump and hemolysis parameters as well as a worsening of the acoustic measurement was observed. The lvad was exchanged. Examination of the explanted pump showed thrombotic material on one of the bearing surfaces, as well as strong stress marks on the base of the rotor. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "high power" event was confirmed via log analysis which revealed multiple increases in power consumption starting (B)(6) 2018. Multiple high watt alarms have been logged since (B)(6) 2018. Of note, it was reported that multiple lysis therapies were administered. Additionally, examination of the explanted pump by the site revealed thrombotic material inside the pump and abrasion marks on the impeller surface. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.